Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not conclusively be established through this evaluation. The hm3 lvas IFU lists peripheral thromboembolic events and stroke as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to stroke from av thrombus. It was reported that the device operated as intended and there were no device issues that could have caused or contributed to the patient's cause of death. The device was not explanted. No further information was provided.